Manufacturer narrative:
(B)(4). The instrument was received in good visual condition. When tested with the generator a warning screen of 'two switch activations detected, handswitch' was displayed. This prevented the instrument being used with the generator. The instrument was disassembled and it was noted that the limit switch was shorted. This caused the warning screen. It was also noted that the shrink wrap was damaged around the wiring to the pc board. No wires were pierced. It is possible that during the manufacturing process the limit switch was damaged resulting in the switch error screen.

Event description:
It was reported that during an unknown procedure, a switch error appeared when the device was plugged in to the gen11 during an unknown case. The case was completed with a second device of the same type. No patient consequence. Device will be returned.